Event description:
Customer reported difficulty in turning the pump on and off. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up, and the case was subsequently closed by technical support.